Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a mz1000 product was not available for investigation; and details of the lot number were not provided. The feedback provided by the customer indicates leakage and connection issues were detected when attempting to prime the maxzero component with an unknown luer slip syringe. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector experienced leakage. The following information was provided by the initial reporter: the valve plug inserted into the IV cannula is problematic in use, as normal syringes do not stick to the plug but bounce off, causing some of the medicine to squirt out and go to waste. In order for the medicine to go to the patient, the stopper and syringe must be held with both hands.